Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that the device was found to be in backup vvi mode. Patient was asymptomatic and was brought into the clinic for further troubleshooting. A device code download was performed successfully.